Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the (B)(6) noticed an event on the safety net view in the re-escalation phase. She went to the room to investigate. The root device displayed "radius 7 disconnected", but there were no audible or visual alarms. The radius 7 was attached to the patient. The radius 7 displayed dashes, but it also had no visual or audible alarms. The light on the neo sensor was illuminated. The nurse disconnected the battery from the radius 7 module and then reconnected it. The patient data was then displayed on the radius 7 and the root. There have been no noted issues since. The nurse reported that she is concerned that there were no audible or visual alarms at the bedside despite the fact that the patient was not being monitored. The dis-connect and re-connect seemed to fix the issue. No drop outs have been reported since. The issue was observed in room (B)(6). No known impact or consequence to patient.

Manufacturer narrative:
Corrected: brand name was "radius 7" should be "patient safety net." Corrected: common device name was "co-oximeter, product code: mwi" should be "supplemental alarm system; product code: msx." Corrected: model # was "24970" and catalog # was "9664" should be blank as no information was provided. Corrected: PMA/510(k) was "k142394" should be "k071047."